Event description:
Revision surgery - patient had tka in may and had complaint of pain and looseness in his knee, so a 2mm thicker poly was swapped in along with adding a patella component for the patella/femoral pain. No patella was originally done.